Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous case was reported by a physician through the information and documentation dept and forwarded by our local affiliate (B)(4). This case involves a female pt, who received several sessions of poly-l-lactic acid (sculptra) therapy since 2004. Details of treatment were not provided. Relevant medical history and concomitant medication info were not mentioned. In (B)(6) 2008, little lumps on both cheeks were detected. The reporter commented that the pt's face was deformed (nos). Corticoids were provided as corrective treatment. Event outcome is unk. Reporter's causality assessment: possible.

Manufacturer narrative:
Addendum for f/u info received from pt on 11/03/2008: the event changed from little lumps on both cheeks to nodules on both cheeks. A (B)(6) pt, (also a physician), received the last of 3 sculptra sessions on (B)(6) 2008. On (B)(6) 2008, she was under mesotherapy treatment (hyaluronic + vitamins subdermic injections). The pt had received sculptra treatment 2 years ago (approx) on nasogenal furrows without any adverse drug reactions reported. On (B)(6) 2008, several non painful nodules were detected by the pt on both cheeks. On the right side, they are almost imperceptible. On the left side, nodules are bigger (0.5 cm approx) and more numerous (10 approx). Previously, it was reported that the pt was being treated with corticoids but she confirmed that she hadn't started with them; that's due to the proposed treatment by her physician was 60 mg twice a day during several days. The pt is averse to this kind of treatments owing to her familiar medical history of necrosis related to corticoids. No histology or other laboratory tests performed. A pharmaceutical technical complaint (ptc) was issued. (B)(4).